Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during a procedure performed on (B)(6) 2012. According to the complainant, the needle would not extend again once retracted the first time; it became stuck in the sheath and broke off. The needle remained stuck inside of the sheath. No damaged had been noted to the device packaging. The procedure was able to be completed with another interject injection therapy needle device. No patient complications were reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during a procedure performed on (B)(6) 2012. According to the complainant, the needle would not extend again once retracted the first time; it became stuck in the sheath and broke off. The needle remained stuck inside of the sheath. No damaged had been noted to the device packaging. The procedure was able to be completed with another interject injection therapy needle device. No patient complications were reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during a procedure performed on (B)(6) 2012. According to the complainant, the needle would not extend again once retracted the first time; it became stuck in the sheath and broke off. The needle remained stuck inside of the sheath. No damaged had been noted to the device packaging. The procedure was able to be completed with another interject injection therapy needle device. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4) for the reported event of needle being broken. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Manufacturer narrative:
The condition of the returned unit was consistent with the complaint incident that the device components were torn apart. The condition of the returned unit was not adequate to evaluate the reported failure of the needle being difficult to extend, as only two fragments of the outer sheath were returned; the rest of the device was not returned. One of the fragments measured approximately 161.5cm in length; the other measured approximately 23.8cm. Both fragments were kinked in several locations. The inner sheath was exposed approximately 2mm from one end of the longest fragment; the inner sheath was removed from the outer sheath. The inner sheath was also present in the second fragment of outer sheath. Both fragments inner sheaths were kinked. Sclerosing agent was present in both inner sheath fragments. A functional evaluation was not performed due the condition of the returned device. The inner hub, outer hub, and needle were not returned. It could not be determined how the sheaths were separated from the hubs. Therefore the most probable root cause for the separated/torn sheath was undeterminable. The most probable root cause for the kinks is operational/physiological context. A review of the device history record (DHR) was performed; no anomalies were noted.